Event description:
Syringe with pain medication was not loaded correctly. Medication pump continued to indicate infusion of pain medication. Machine did not alarm or indicate failure to deliver medication.